Event description:
A report was received that the patient's pocket site healed leaving a shallow indent which caused charging difficulty. The physician revised the pocket and replaced the ipg due to preference; malfunction was not suspected. The patient is reportedly doing well.

Event description:
A report was received that the patient's pocket site healed leaving a shallow indent which caused charging difficulty. The physician revised the pocket and replaced the ipg due to preference; malfunction was not suspected. The patient is reportedly doing well.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached the maximum, indicating good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is the shallow pocket site. Battery profile revealed a maximum depletion rate within the expected range. Device exhibits normal charging and discharging characteristics.